Manufacturer narrative:
The sheath and delivery system was returned to edwards lifesciences for evaluation.  Visual inspection was performed on the returned sheath and the following were observed: sheath - liner tear approximately 3" in length, circumferential delamination approximately 1.5" in length; marker band present; sheath expanded as designed; hdpe tear approximately 1mm in length as well as deep scratch observed where hdpe tear is; soft tip damage.  Due to the nature of the complaint, no functional testing was performed. The complaint was confirmed visually.  Dimensional testing was performed and the liner thickness was measured along the length of tear.  The liner thickness was found to be within specification.  During manufacturing, the sheath shaft components were 100% visually inspected under magnification for any defects. During the manufacturing process the esheath final assemblies were 100% visually and dimensionally inspected by both manufacturing and quality.  Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing.  All testing passed specification.  The inspections and test described above support that proper inspections of the devices are in place to detect issues related to the complaint event. A device history review (DHR) and lot history review was unable to be performed as no work order was provided.  A review of the complaint history from april 2019 to march 2020 for edwards esheath (all models) revealed additional similar returned complaints for sheath shaft liner delamination, liner torn, and sheath distal tip split.  The complaints were confirmed. However, no manufacturing nonconformance was identified during the evaluation. Available information suggested that patient and/or procedural factors may have contributed to the events. A review of the complaint history revealed that the occurrence rate did not exceed the march 2020 control limit for the trend categories. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath shaft liner delamination, liner torn, and sheath distal tip split were confirmed based on visual inspection of the returned device and provided imagery. No manufacturing non-conformances were identified. Due to the nature of the complaint, engineering was unable to perform any functional analysis. A review of device history, lot history, complaint history, and manufacturing mitigations provided no indication that a manufacturing nonconformance contributed to the reported events. Review of the IFU and training materials did not reveal any deficiencies. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. During this case, the user reported encountering difficulty withdrawing the delivery system through the esheath. This event is investigated and reported under MDR#2015691-2020-10493. It was reported that multiple attempts were made to remove both valve and delivery system through the sheath. It is possible that the tortuous anatomy within the patient may have caused the crimped valve to be non-coaxial to the sheath tip thus preventing the retrieval of the system. Damage to the soft tip supports that the valve may have caught on the tip of the sheath. It is possible that the multiple retrieval attempts made, possibly with excessive force, are what caused the damages seen to the returned esheath. While a definitive root cause is unable to be determined, available information suggests that procedural factors (excessive manipulation/withdrawal of crimped valve) as well as patient factors (tortuosity) may have contributed to the complaint events. Since no product non-conformances or IFU/training deficiencies were identified during the evaluation, and the occurrences did not exceed the control limit, a product risk assessment escalations, and corrective/preventative actions are not required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-10493.   Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr with a 26mm sapien 3 valve in the aortic position, the physician could not advance the delivery system and valve to the annulus. The valve was deployed in the descending aorta after unsuccessful attempts to pull the valve back into the esheath and remove the system. A new delivery system and valve were used successfully.  Per pre-deco evaluation, sheath liner tear, circumferential delamination, and hdpe tear were noted on the sheath.

Manufacturer narrative:
Reference CAPA-20-00141.